Event description:
Procedure type: lap sigmoid. According to the reporter: during the procedure, a monopolar shear was used. When removing the cannula from the abdominal wall, the surgeon detected that a plastic part has broken off the cannula. As it was very difficult to remove the part so a laparotomy had to be made (after 45 minutes). The plastic piece was completely retrieved from the cavity. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 08/08/2008.